Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The cause was reported as patient recharging the battery and due to their a/c being out, patient was not wearing a shirt. Steps taken to resolve the issue were applied aloe vera to it, it healed and patient will wear shirt in the future. The implant site has been healed completely. Patient's weight at the time of the event was (B)(6) lbs. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). The hcp reported that the patient was last seen in office on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial# unknown, product type: recharger. Information references the main component of the system. Other relevant device(s) are: product ID: 37791, serial/lot #: unknown, ubd:, UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain via a manufacturer¿s representative (rep). The rep reported that the patient called and reported that he charged with the recharger antenna right on his skin and he got a ¿burn¿ over the ins. The rep instructed the patient to always use a cloth between the recharger and the skin. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.